Event description:
The customer reported that four mps disposables leaked during the case. One perfusionist reported the leak was "on the mps" side so the customer requested that the unused sets be returned. The samples will be returned to quest for further investigation. Product code 5001102; lot number 27706.p09.